Event description:
It was reported by a competitor that the right ventricular lead had high, low and varying impedance, and there was a patient alert. It was also reported that noise was observed on the right atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.